Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient¿s driveline infection could not be conclusively determined through this evaluation. Furthermore, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported subarachnoid hemorrhage, renal injury, and patient outcome could not be conclusively determined. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) rev. C, and the heartmate 3 lvas patient handbook rev. D, are currently available. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events, including infection (local, driveline, or pump pocket infection), sepsis, bleeding, renal failure, and death, that may be associated with the use of the heartmate 3 lvas. Section 6 of the IFU, ¿patient care and management¿, lists infection as a potential late postimplant complication. This section, under ¿anticoagulation¿, also provides information regarding the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications in the event there is a risk of bleeding. Several sections of the IFU and patient handbook provide care instructions regarding infection prevention, as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported through the patient outcome that the patient passed away due sepsis.

Event description:
It was additionally reported that the patient had a driveline infection on (B)(6) 2022 and was amenable to intravenous antibiotics but had no desire for any further surgical intervention. The patient presented to emergency department after they fell out of their car. The patient was standing up, lost balance, and fell to the ground which caused a wrist injury. The fall was not caused by the device. Workup revealed a right triquetral fracture and a trace parietal subarachnoid hemorrhage (sah). The patient had bacteremia, driveline drainage, pain, leukocytosis, and positive driveline blood cultures. The patient was also noted to have acute kidney injury, hyponatremia, hyperkalemia, and elevated troponin. The patient was started on ceftolazone and tazobactam. The patient was admitted to the intensive care unit (ICU) on (B)(6) 2022 and was given neurology checks every hour. Given elevated international normalized ratio (inr) and sah, warfarin was held, and the patient was given kcentra (prothrombin complex concentrate). Neurosurgery was consulted and surgical intervention was not recommended. A splint and pain control were recommended for the wrist fracture. Palliative care was consulted due to the chronic driveline infection and sah. The patient decided to be made do not resuscitate (dnr) at the time of admission and decided to proceed with hospice. The patient was placed on comfort measures on (B)(6) 2022 and was accepted to hospice care on (B)(6) 2022. The patient passed away due sepsis on (B)(6) 2022. The outcome was not device related. The device operated as expected.

Manufacturer narrative:
Section d1: corrected. Section d4: corrected catalog number and unique device identifier (UDI). Section h6: health effect - health effect - clinical code: 1812- purulent discharge. Health effect - clinical code: 1994- pain. Health effect - clinical code: 4494- hyponatremia. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.